Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 358429. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 18463488. Product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 5154365/7046750.

Event description:
It was reported that the patient had a possible infection at the midline incision site and exposed anchor. The patient underwent a spinal cord stimulator explant procedure and was discharge same day. The explanted devices will not be returned. No device malfunction suspected. No further information could be obtained despite good faith efforts.